Manufacturer narrative:
Technical support troubleshoot with the customer over the phone and confirmed customer reported issue of: 8100 wont power on. Technical support replace motor control board. Replace logic board. Return the module to the factory. Recommend to replace the motor control board. Biomed has one in stock and will do the repair. A review of the device history record for sn (B)(4) was performed from date of manufacture 05/21/2007 to the present date 11/30/2020 and confirmed that this device was previously returned for servicing 1 time unrelated to the customer reported issue and there were no production failures indicated on the source device. Based on the troubleshooting results, technical support determined that the proximate cause of the customer¿s reported issue. Tech support: recommend to replace the motor control board. Biomed has one in stock and will do the repair. The customer¿s reported problem was confirmed. There is not enough information in the file to determine if a CAPA should be referenced.

Event description:
The customer reported they have an 8100 module that will not power on. No patient involvement.

Manufacturer narrative:
Technical support troubleshoot with the customer over the phone and confirmed customer reported issue of: 8100 wont power on. Technical support - 1. Replace motor control board. 2. Replace logic board. 3. Return the module to the factory. Recommend to replace the motor control board. Biomed has one in stock and will do the repair. A review of the device history record for sn(B)(6) was performed from date of manufacture (B)(6) 2007 to the present date (B)(6) 2020 and confirmed that this device was previously returned for servicing 1 time unrelated to the customer reported issue and there were no production failures indicated on the source device. Based on the troubleshooting results, technical support determined that the proximate cause of the customer¿s reported issue. Tech support - recommend to replace the motor control board. Biomed has one in stock and will do the repair the customer¿s reported problem was confirmed. There is not enough information in the file to determine if a CAPA should be referenced

Event description:
The customer reported they have an 8100 module that will not power on. No patient involvement.

Event description:
The customer reported they have an 8100 module that will not power on. No patient involvement.

Manufacturer narrative:
Technical support troubleshoot with the customer over the phone and confirmed customer reported issue of: 8100 wont power on. Technical support 1. Replace motor control board. 2. Replace logic board. 3. Return the module to the factory. Recommend to replace the motor control board. Biomed has one in stock and will do the repair. A review of the device history record for (B)(6) was performed from date of manufacture 05/21/2007 to the present date (B)(6) 2020 and confirmed that this device was previously returned for servicing 1 time unrelated to the customer reported issue and there were no production failures indicated on the source device. The customer¿s reported problem was confirmed.